Manufacturer narrative:
PMA/510(k) #: k170622. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported after delivery, the doctor used the bakri balloon to manage post partum hemorrhage (pph) inside the uterus. The doctor inserted the balloon inside the uterus and wanted to inflate balloon up to 300 cc using a 60ml syringe. During inflation, the doctor found that there was a leakage in the balloon. Therefore, the doctor had to deflate and remove the balloon. Another bakri tamponade balloon catheter was used successfully. There were no adverse to the patient as a result of this occurrence. No unintended portion of the device was left inside the patient's body and no additional procedures were required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, quality control data, and trends. One cook bakri postpartum balloon with rapid instillation components was returned for investigation. The returned packaging confirms lot number 9178627. Visual examination notes a 6cm split in the balloon material. The device history record was reviewed and no non-conformances were identified that would be related to the reported failure. A complaint history search revealed this is the only complaint associated with lot number 9178627. The complaint was confirmed based on evaluation of the returned device. The device may have been damaged during the procedure. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions avoid excessive force when inserting the balloon into the uterus. The cause of the event is unknown. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information to report.